Manufacturer narrative:
Corrected data: further information was provided reporting the patient complained of vision and stronger power was needed. The replacement iol was a dib00 20.0 diopter iol. There was no vitrectomy, no delay in procedure, and daily activities were not significantly affected. Patient outcome post-lens exchange was reported as fully recovered. No further information is available. The following fields were updated based on the information received through follow-up: section b-3: date of event: the best estimation date is between (B)(6) 2023 (iol implant and explant dates). Section d-1 brand name: tecnis simplicity. Section d-2 common device name: intraocular lens. Section d-4 model number: dib00. Section d-4 catalog number: dib00u0180. Section d-4 device serial number: (B)(6). Section d-4 device expiration date: 12-mar-2026. Section d-4 UDI number: (B)(4). Section d-6a date implanted: (B)(6) 2023. Section d-6b date explanted: (B)(6) 2023. Section h-4 device manufacture date: mar 12, 2023. Section h-6 health effect - clinical code: 2137. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an unknown model intraocular lens (iol) was explanted from the patient's operative eye due to doctor complaints of wrong diopter size. The following are all unknowns: replacement lens information, medical or surgical intervention, and patient status. No further information is available.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. Section d-4 model number: unknown, as device serial number was not provided. Section d-4 catalog number: unknown as device serial number was not provided. Section d-4 device serial number: unknown as information was not provided. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information unavailable. Section h3-81: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.